Event description:
Customer reported a malfunction on pump, indicating a software error was detected. There was no adverse impact to customer's blood glucose level. Customer was assisted with resetting pump, after which malfunction did not recur, and was advised to continue using pump while contacting technical support if issue appeared again. No additional information was received regarding the outcome of the event.